Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed "compressor failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and functional stress testing without duplicating the malfunction. The device was recertified and returned to the customer. It is important to note that the accessories used at the time of reported event were not returned for evaluation. No trend is associated with reports of this type.